Manufacturer narrative:
(B)(4). Visual inspection identified damage to the patient adapter of the device that did not affect the functionality of the device. Clear passage testing, clamp function testing and integrity of the seal surface testing were performed with no issues noted. Leak testing was performed with a returned minicap and a leak was noted. The leak testing was repeated with a lab minicap with no issues. Leak testing was again performed without a minicap but with the clamp closed and no leaks were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid like iodine leaked from some part near the twist clamp of a transfer set. After changing out the transfer set, the problem did not recur. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.